Event description:
Customer reports lancet is sticking out of the softclix device; unable to determine if malfunction occurred before or after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.